Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump did receive a low battery alert prior to the replace battery alarm. Time was less than 8 hours from the low battery alert to the replace battery alert. The insulin pump received second occurrence of replace battery alert without a low battery warning. Customer stated that battery cap was not loosed, cracked and damaged. Customer also stated that issue was persisted, constant changed battery in less than 24 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Device received with normal operating currents. No physical damage noted during visual inspection. (B)(4).